Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer taken to emergency room with emergency medical services due to low blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 24 mg/dl and his sensor were reading at 90 mg/dl. Customer stated that the transmitter was also cracked he has been getting calibration not accepted or change sensor alert. Customer stated that they gave him intravenous drip to help bring up his blood glucose, when he arrived at the hospital and he was released an hour after eating. Customer decline to troubleshoot insulin pump for low blood glucose stated had no concerns with insulin pump. The insulin pump will not be returned for analysis.